Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02490. It was reported the pt experiences as uncomfortable heating sensation at his ipg while charging. A replacement charging system was sent to the pt. F/u indicated the new charger had alleviated the issue. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number - 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.